Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 28.0 mmol/l. Customer was treated with insulin pump. Drive support cap was normal. Customer stated that the there was no leak and air bubble. Customer did not allege insulin pump for under delivering. Customer did high pressure test and it was passed. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.